Event description:
Total needle disengagement. No pt contact. No physician injury occurred. This event is being reported due to the possibility of a reportable injury occurring with a future incident.